Event description:
Reporter indicated that his vns therapy programming handheld "would not allow interrogation" with a pt's pulse generator. Good faith attempts for both further info and the return of the handheld for analysis are currently being made.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.